Manufacturer narrative:
The affected set is not yet returned to the distributor.

Event description:
A distributor reported a leaking issue to infutronix on 10/01/2018. The user facility representative informed the distributor on (B)(4) 2018: "a patient that a 5fu infusion that was initiated on (B)(6) 2018 came back into the clinic with the pouch wet". In addition, the user facility representative's assessment was that "the integrity of the bags was compromised. 5fu leaked into pouch and patient had a wet spot on clothing. No patient injury." No patient information was reported. No device lot information was provided by the distributor.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00019).

Manufacturer narrative:
The reported leaking issue was confirmed. The distributor visually inspected the device and confirmed the cassette was physically damaged. The distributor scrapped the affected administration set and did not return it to infutronix for further investigation.